Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - ni. Manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Discarded.

Event description:
Patient underwent a shoulder revision procedure seven days post-implantation due to dislocation. All humeral components were removed and replaced. During the revision, a fracture was noted.